Manufacturer narrative:
The imdrf codes and b5 summary have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the a nurse was walking around an unspecified procuity bed while holding a food tray and tripped over the siderail (user accidentally trips over bed component while walking around the bed, falls). The nurse reported pain as a result and was seen in the emergency room. The nurse was reported to have gone on worker's compensation, though no further injury or treatment info was made available.

Event description:
It was reported that the a nurse was walking around an unspecified procuity bed while holding a food tray and tripped over the siderail (user accidentally trips over bed component while walking around the bed, falls). The nurse reported pain as a result and was seen in the emergency room. The nurse was reported to have gone on worker's compensation, though no further injury or treatment info has been provided at the time of reporting.